Manufacturer narrative:
The philips technical support specialist contacted the distributor who evaluated the device on site and did not find any issues with the device. The device functions within specifications. The device remains at the customer site and no further evaluation is warranted at this time. The device log was analyzed by the product support engineer who concluded that the device functions within specifications. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed.

Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting institution name:(B)(6). Reporting address line 1: (B)(6). Reporting address city: (B)(6). Reporting address postal: (B)(6). Reporting institution phone:(B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that customer wants to know why shock is no longer needed in AED mode while in use. The patient expired. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This emdr follow up is to correct patient outcome grid.

Manufacturer narrative:
Update: the philips technical support specialist contacted the distributor who evaluated the device on site and did not find any issues with the device. The device functions within specifications. The device remains at the customer site and no further evaluation is warranted at this time. The patient event file (pef) was analyzed by philips clinical specialist. The pef report indicated that the device was in AED mode with pads applied. Three ECG segments were analyzed, and three "no shock advised" decisions were made by the philips smart analysis AED algorithm, as the presenting rhythm was monomorphic ventricular tachycardia with relatively sharp downstrokes of the qrs. Both high stability (repeating morphologies) and high conduction score (based on the slope of the downstroke) resulted in the no-shock advised decisions. Following the three no-shock advised decisions in AED mode, the device was switched into manual mode, the pads were removed and replaced with external paddles. One shock was delivered at elapsed time (et) 00:02:55, and the device was turned off at et 00:04:18. The device performed according to specification. The device log was reviewed by the product support engineer with the conclusion; the device should be working as expected according to the recorded device log. No sign of device function failure, the performance of device should conform to the device specification. Based on the information available and the testing conducted the device functions according to the specification. Based on the information available and results of additional analysis, no further action is necessary at this time. Based on the clinical review, the device may not have caused or contributed to the death. No device problem found. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The philips technical support specialist contacted the distributor who evaluated the device on site and did not find any issues with the device. The device functions within specifications. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed.